Event description:
The customer reported that she activated a pod at 9:13pm on (B)(6) 0013. At 9:45pm, her blood glucose result was 5.4 mmol/l (97 mg/dl). The next day at 10:55am, it was 27.3 mmol/l (491 mg/dl). She gave herself a 1.4u bolus, but then stopped the bolus and deactivated the pod at 10:57am. She stated that the cannula was kinked at the side of the viewing window.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.